Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that a femoral angiogram was not performed. The prostar instructions for use states: prior to prostar xl device placement, perform a femoral angiogram through the introducer sheath to verify access site. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful in a common femoral artery using the preclose technique prior to a thoracic endoprosthesis procedure, using a 6f sheath. A femoral angiogram was not performed. It was reported that the patient had no calcification, no tortuosity, and no scar tissue at the arteriotomy site. The sheath was upsized to 24f for the procedure. Reportedly, after the thoracic endoprosthesis procedure, during the arteriotomy closure, the white suture came out of the patient anatomy. The green suture was advanced and a guide wire was reintroduced. A second prostar device was deployed; however, the sutures did not hold. Hemostasis was achieved surgically. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number. (B)(4): no femoral angiogram taken. The prostar xl instructions for use states: perform a femoral angiogram to verify the location of the puncture site.